Event description:
It was reported that the foley catheters would not drain the patient had to go to the hospital to get it replaced. Per additional information received via email on 07oct2025, it was reported that the catheter was removed. Catheter (supra pubic) was placed on (B)(6) 2025. It worked on friday, however on saturday it would not drain. Customer went to the emergency room that afternoon and they did some troubleshooting. They tried flushing and other stuff, but nothing changed the problem. Customer provided them with an other catheter of a different lot number and they replaced it. Everything worked fine after that. Customer would like to note that this was the second catheter from the same lot number that failed in the same manner. (B)(4). Customer had purchased 20 of these catheters from buymedical.com. The remaining catheters were returned to them and my money was refunded for the returned un- used ones. Customer noted the that lot number was manufactured in malasya and the ones I had no problem with were made in the USA. They exclusively use the bard silastic catheter. The problem they have now is where to purchase them and not have the same issue.

Manufacturer narrative:
The reported event was unconfirmed. Received 1 silastic foley catheter. Verified material number 33618 and manufacturing lot number ngkn0014. Visual inspection noted no obvious observations. Catheter was evaluated and the drainage lumen was filled with water and was able to flow out the eyelets as intended. No blockages were present. The reported event was unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Correction: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheters would not drain the patient had to go to the hospital to get it replaced.